Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 410 mg/dl, 500 mg/dl and 410 mg/dl. The customer reported that they had received motor error. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.